Manufacturer narrative:
Product event summary: the device was returned and analyzed. Confirmed loss of telemetry using two 2090 programmers at preliminary analysis. Analysis of the returned device was inconclusive. Analysis confirmed the reported battery supply low pors. The failure was isolated to the scsp. Unfortunately, assembly of the d456 ic into a pga package was unsuccessful preventing further evaluation. The analysis was stopped at this point with the cause of the reported failure not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited the maximum count for power on reset (por) and the counts were at zero. It was also noted that the device clock was deviating further and further from real time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.